Event description:
It was reported that during the superion indirect decompression system implant procedure after placing the implant, imaging revealed the spindle cap was uneven. The implant was removed and upon inspection the spindle cap was not fully intact on two sides. The broken spacer implant was replaced.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was cracked at the edge e3, and e4, also damage and severe abrasion on the mating surface of the actuator was observed. The damage to the implant indicates the break was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use IFU product label. It states should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Additionally, do not attempt to force deployment or implant breakage and or damage to the surrounding anatomy are among the risks associated with the procedure.

Event description:
It was reported that during the superion indirect decompression system implant procedure after placing the implant, imaging revealed the spindle cap was uneven. The implant was removed and upon inspection the spindle cap was not fully intact on two sides. The broken spacer implant was replaced.